Event description:
A coiling procedure of an intracranial aneurysm was reported to the manufacturer in 2008. The patient condition prior to the procedure was hunt and hess grade 4. While the physician was deploying a coil into an aneurysm, the physician "saw that the coil became tangled with another coil that was already in the aneurysm." The physician removed the coil; however, "loops of the previous coils were dipping out of the aneurysm." The physician successfully deployed a stent to adhere the coils (one is subject device) back into the aneurysm. The patient condition following the procedure "was still grade 4 similar to prior treatment; however, the aneurysm was secure with coils and stent."

Manufacturer narrative:
Subject device coil loops were protruding into the parent vessel.